Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert that the device entered safety mode unexpectedly. Technical services (ts) discussed limited device functionality and recommended replacement as there is no reprogramming available in safety mode. Subsequently, the crt-p was explanted and a new device of a different model, was successfully implanted. No additional adverse patient effects were reported. Return of the device is not expected. If the product is returned, analysis will be performed and this report will be updated with pertinent information, upon completion of analysis.